Event description:
It was reported by the patient that the pod's cannula was left inside the patient's skin after removal. It was also reported that there was some redness on the site so they used over the counter antibiotic cream. The patient was able to remove the cannula using tweezers.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported cannula breaking off in the skin or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.